Manufacturer narrative:
B3: unknown; month and year valid. H3: one pump was returned for analysis in used condition with report that it needs new batteries, and the power socket on the unit does not allow the power cord to go in all the way and slips out. Visual inspection identified a delaminated downstream occlusion (dso) seal, a reportable finding. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal was replaced.

Event description:
It was reported that the device needs its batteries replaced, and the power socket on the unit does not allow the power cord to go in all the way and slips out. The event occurred preventive maintenance. Evaluation of the returned device found a delaminated downstream occlusion seal.